Event description:
Sensing and capture difficulties, coil fracture ?, threshold high/unstable/unmeasurable, dislodgement

Event description:
Sensing and capture difficulties, coil fracture, inappropriate threshold, dislodgement.